Manufacturer narrative:
(B)(4). The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms during the implant of this new device. A defibrillation threshold (dft) test was performed which was unsuccessful. A code 1005 was observed during the dft test which indicates an open circuit condition was detected during shock delivery. An external shock was then required. The patient was to have the device therapy turned off and have a system explant to replace with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed for the defibrillation threshold (dft) test and the external shock required, and to capture the reportable event of surgery. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms during the implant of this new device. A defibrillation threshold (dft) test was performed which was unsuccessful. A code 1005 was observed during the dft test which indicates an open circuit condition was detected during shock delivery. An external shock was then required. The patient was to have the device therapy turned off and have a system explant to replace with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.